Manufacturer narrative:
Concomitant medical devices: 250ml baxter exacta mix bag h938737, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that an infusion of tpn primed without issues however when the rn checked back the entire set was leaking and needed to be changed. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the set leaked was not confirmed. The sets were visually inspected and no anomalies were observed on the sets or IV bag. The spike of the primary set was fully inserted into the IV bag port. Functional and pressure testing resulted in no leaking from the tubing or any of the components. The root cause of the customer¿s report was not identified.